Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion was noted at 80.7-81.2 cm and 81.8-81.9 cm from the connector pin. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.